Event description:
The manufacturer received a report indicating that a user of an everflo oxygen concentrator sustained second-degree burns to the head and upper body while smoking during oxygen inhalation. The user was hospitalized and is now reported to be in stable condition. The fire brigade responded to the incident, and the user will stop using oxygen treatment by concentrator according to the chief physician. No additional details regarding the device were provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received a report indicating that a user of an everflo oxygen concentrator sustained second-degree burns to the head and upper body while smoking during oxygen inhalation. The user was hospitalized and is now reported to be in stable condition. The fire brigade responded to the incident, and the user will stop using oxygen treatment by concentrator according to the chief physician. No additional details regarding the device were provided. The manufacturer has received updated information from the distributor confirming the serial number of the everflo device. However, the distributor has been unable to obtain the fire marshal's report, any photographs related to the event, or images of the patient¿s burns. Additionally, no further details regarding the hospitalization or medical treatment have been provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer has updated section d, model number, catalog item identifier, serial number, and product UDI in this report the manufacturer has updated section h, manufacture date in this report.

Manufacturer narrative:
The manufacturer previously received a report indicating that a user of an everflo oxygen concentrator sustained second-degree burns to the head and upper body while smoking during oxygen inhalation. The user was hospitalized and is now reported to be in stable condition. The fire brigade responded to the incident, and the user will stop using oxygen treatment by concentrator according to the chief physician. The manufacturer also previously reported updated information from the distributor confirming the serial number of the everflo device. However, the distributor had been unable to obtain the fire marshal's report, any photographs related to the event, or images of the patient¿s burns. Additionally, no further details regarding the hospitalization or medical treatment were provided. No device has been returned. No further evaluation is possible at this time. Three attempts to have the device returned for evaluation and investigation were unsuccessful. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. The manufacturer has updated section h in this report.